Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred fourteen minutes after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed. A blood test strip was not used. The machine alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer, and the device had not been dropped prior to use. The patient¿s estimated blood loss (ebl) due to the event was 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded. However, a photo and video were both provided for review.

Event description:
A user facility reported that an internal dialyzer blood leak occurred fourteen minutes after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed. A blood test strip was not used. The machine alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer, and the device had not been dropped prior to use. The patient¿s estimated blood loss (ebl) due to the event was 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded. However, a photo and video were both provided for review.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. However, a six second video clip was provided along with two photographs. The video shows a dialyzer connected to the machine. There is blood visible on the outside of the fibers in the bell housing, indicative of an internal leak. The two photographs show the same area of the dialyzer that appears to have blood on the outside of the fibers, within the dialyzer. There was no damage visually noted that may have caused the internal blood leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was confirmed based on the provided video; however, the cause cannot be determined. The potential causes of an internal blood leak include damaged/broken fiber(s) or an incomplete seal in the potting material, both of which may be manufacturing related. However, without an examination of the sample it is unknown. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.